Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the issue reappears.